Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrointestinal videoscope's working channel was obstructed. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and deice evaluation. Additionally, to provide an update to fields (d9) and to provide an update to field (d8, h3 and h4). The device was evaluated by olympus, and no reportable malfunctions were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign matter or why the foreign material remained in the device. The root cause of the failure could not be determined. The event can be prevented by following the instructions for use which state: opreation manual 3.3 inspection of the endoscope. Additional information received: it was reported that the device was cleaned, disinfected and/or sterilized before shipping to olympus. There was no delay in starting the pre-cleaning. The air/water nozzle washed with water and air. No malfunctions were observed with the reprocessing accessories and the endoscope was immersed in detergent solution. The air/water pipette has been cleaned/brushed with lint-free cloths, brushes, or sponges. The air/water nozzle was washed with the detergent solution. Olympus will continue to monitor field performance for this device.